Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/24/2020. H-3 summary: eighteen unopened samples of product code j212, lot mm6938 were received for analysis. During visual inspection of eighteen unopened samples, no defects on the packets were noted. The samples were opened, and open braid defect was observed along of strands. Per the condition of the samples, the assignable cause of performance fraying suture intra-op, is open braid defect. Three unopened samples of product code j212, lot mm6938 were received for analysis. No defects were found on the packages. The samples were opened and the swage and attachment area needles were observed to be as expected. The sutures were dispensed without problems and test tactile was performed on sutures and no defects, damage or fraying suture along of the strand were noted. Per the condition of the representative samples, no performance: fraying suture intra-op was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nephroureterectomy procedure on (B)(6) 2019 and suture was used. The suture was fraying and cutting through tissue like barbs. It is unknown what was used to complete the procedure successfully. There were no adverse patient consequences reported.